Event description:
The implant failed due to poor osseointegration. The implant was placed at #16 and removed after 3 months. Traditional 2 stage surgery. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device evaluation attached. Section corrected. See scanned pages.